Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one week post implant that the patient presented to the clinic with pneumonia and inappropriate pacing of the right atrial (ra) lead. The ra lead also exhibited no capture, intermittent loss of capture, high thresholds and was dislodged. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.